Manufacturer narrative:
(B)(4).

Event description:
Addition information received reported that the manufacturer representative was the initial reporter who reported all of this. It w as also reported it was a needle issue, and the needle was replaced and resolved the issue. It was later reported the needle was included in the pump kit. It was noted the needle was bent and would not aspirate. The needle used was from a refill kit, the issue was resolved, and there was no additional information to report.

Event description:
Information was received from a device manufacturer representative (rep) regarding a non-implanted pump containing water. It was reported that they were able to aspirate and put back 7 ml from the reservoir, but they were unable to aspirate anything back during an implant operation on (B)(6) 2016. They had already confirmed the needle was patent and exchanged kits. It was suggested that they place the pump in sterile warm water/saline and aspirate while the pump was in the water/saline. It was unknown if the situation was resolved. No symptoms were reported.

Event description:
Additional information received reported that they changed the needles several times and finally it aspirated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: neu_refillneedle, product type: accessory.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.